Event description:
Revision surgery performed due to hematoma, pain, and patient dissatisfaction. "Three screws dislocated, two new ones inserted; hematoma was drained." Outcome: resolved, no residual effects.